Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/ moisture) issue. The reporter alleged that there was evidence of moisture in the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the complaint could not be duplicated or confirmed. During testing, the display screen was dim and discolored. There was glue observed near the ir window. The pump was opened and no evidence of moisture was found on internal components of the pump. Unrelated to the initial complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.